Event description:
It was reported that a dark brown substance under the blue cap was noticed on a continu-flo solution administration set during set-up. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph of the actual sample and five unused companion samples were returned for evaluation. The companion samples were inspected under a microscope and magnifying glass for any particulate within and outside the fluid path. Initial evaluation did not confirm the reported condition. Inspection of the photograph could not determine the nature of the discoloration. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.